Manufacturer narrative:
Super poligrip is manufactured in (B)(4) and neither the product nor lot number for this product was available. (B)(4).

Event description:
This case was reported by a lawyer via a tolling agreement and described the occurrence of injury in a female patient who used super poligrip (formulation unknown) as a denture adhesive. A physician or other health care professional has not verified this report. On an unknown date, the patient began using super poligrip. An unknown time later, the patient experienced an unspecified injury. At the time of reporting, the outcome of the event was unknown. Follow up information was received on 08 november 2010 via medical records. On (B)(6) 2005, the patient's copper level was 7 (normal 80 to 155 mcg/dl) and zinc level was 221 (normal 60 to 120 mcg/dl). Medical records received 14 february 2011: at a visit on (B)(6) 2007, it was noted that the patient had been diagnosed with copper myelopathy. She was on copper supplementation with improvement, but continued to have occasional imbalance, lower back discomfort, and tendency to drop things from her hands. This case was not considered as medically serious by gsk.